Event description:
On (B)(6) 2008, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 52mm, with the 36 mm x 52mm metal liner, a size 2 standard offset femoral stem, and a 36mm +12 femoral head. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experienced severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time.